Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tsv implant with fracture mount hex was returned for investigation. Visual evaluation of the as returned product identified implant mount head fractured. Signs of use on the implant. (B)(4) was linked with this complaint and a separate investigation will be performed. Pre-existing condition as noted on the per is unknown. The device was located on tooth site 25 (fdi) for approximately 5 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 1234544. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1234544) for similar event (complaint keyword category: fracture : mount) and no other complaint was identified. August post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported that implant lost integration. A fracture mount was returned together with the implant. No additional information was provided. Tooth location 13.